Event description:
Reporter stated that as a result of 70% dextrose being erroneously hung on the lead intended for sterile water and sterile water being hung in place of 70% dextrose, tpns for 12 neonates were incorrectly compounded. The only other station of the unit in use was the one for amino acid solution. All or some of these infants were treated for hyperglycemia. Details were not made available to the reporter. The unit will be returned for eval but the facility is not going to ship the unit in question until 4/21/97 in order to give their risk management time to inspect it, even though the facility has indicated that this was a case of human error. Updated info indicates all 12 children were treated with insulin and the 12th child is still hospitalized.